Event description:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation.

Manufacturer narrative:
The customer allegation was not confirmed due to no device return. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. However, factors that may have contributed to the reported event are: damage of exterior parts. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head failed a leak test with fluid invasion. The issue occurred during preparation prior to start of procedure. There were no reports of patient harm.